Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the balloon was difficult to pull out from the scope from inside the patient. Reportedly, the black exit marker was bunched up. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.